Event description:
Information provided by the patient's attorney indicated the following issues: the patient experienced ineffective stimulation and muscle spasms following a motor vehicle accident. X-rays indicated the patient's spine was conclusive for mild scoliosis. Efforts to recapture adequate stimulation coverage via reprogramming were unsuccessful. Surgical intervention was undertaken on (B)(6) 2011 to implant a second therapy system for the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.